Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) while at home as well as syncope. The patient husband needed to start performing cardiopulmonary resuscitation (CPR). Reportedly, the ICD was able to convert the vf after five shocks and there were no out of range or abnormal measurements observed. The patient also experienced anxiety due to the ICD not being able to convert the vf in the future. In addition, it is believed that the patient arrhythmia was related to the patient condition as well as the syncope. Subsequently, the entire ICD system was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) while at home as well as syncope. The patient husband needed to start performing cardiopulmonary resuscitation (CPR). Reportedly, the ICD was able to convert the vf after five shocks and there were no out of range or abnormal measurements observed. The patient also experienced anxiety due to the ICD not being able to convert the vf in the future. In addition, it is believed that the patient arrhythmia was related to the patient condition as well as the syncope. Subsequently, the entire ICD system was explanted and replaced. No additional adverse patient effects were reported. The ICD returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) while at home as well as syncope. The patient husband needed to start performing cardiopulmonary resuscitation (CPR). Reportedly, the ICD was able to convert the vf after five shocks and there were no out of range or abnormal measurements observed. The patient also experienced anxiety due to the ICD not being able to convert the vf in the future. In addition, it is believed that the patient arrhythmia was related to the patient condition as well as the syncope. Subsequently, the entire ICD system was explanted and replaced. No additional adverse patient effects were reported. The ICD returned for analysis.

Manufacturer narrative:
Correction: h6 field: impact codes was updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) while at home as well as syncope. The patient husband needed to start performing cardiopulmonary resuscitation (CPR). Reportedly, the ICD was able to convert the vf after five shocks and there were no out of range or abnormal measurements observed. The patient also experienced anxiety due to the ICD not being able to convert the vf in the future. In addition, it is believed that the patient arrhythmia was related to the patient condition as well as the syncope. Subsequently, the entire ICD system was explanted and replaced. No additional adverse patient effects were reported. The ICD returned for analysis.